Manufacturer narrative:
Literature citation: swanson. Flexible implant resection arthroplasty. The hand. 1972; 4: 119-134. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1972 literature article, by "swanon" et al. Titled flexible implant resection arthroplasty, the authors describe 37 implant fractures and 5 revisions rom mcp joint arthroplasty with swanson implants.